Event description:
The customer reported that the display was missing segments in the spo2 reading. No patient harm was reported.

Manufacturer narrative:
The serial number provided was not a valid serial number in our system, therefore the manufacturer date is unknown. (B)(4).